Event description:
It was reported that premature battery depletion was observed on the device. Device is part of the fsca advisory. Device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).